Event description:
The pt called lifescan (lfs) in 9/2005 alleging that the test strips were damaged. In 05 a medical affairs specialist (mas) spoke to the patient and verified and confirmed the following information. In april 05, during mid day the pt experienced symptoms of nausea, blurred vision and extreme thirst. She tested her blood glucose and received a 344 mg/dl. She was unable to take her medication since she was weak. Her daughter contacted the paramedic's who arrived within minutes and tested the pt on their device and the reading was also high (exact reading was unknown) and treated the pt with insulin. The pt was taken to the hospital and was under observation for about six hours. Per patient the daignosis was unknown. The pt stopped using the subject meter and obtained a new meter while in her stay in the hospital and has been using the new meter since. Mas explained to the pt that her meter she used in april 05 is working properly, since her meter read high and was treated for high. The patient refused to listen and wanted a replacement. The pt opened a new vial of test strips last week and noticed that the test strips were peeling. The test strips are stored in the vial at all times. Customer service sent the patient replacement products.